Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was not returned by the hospital for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. The plate part number is unknown, if the product information is identified a medwatch will be submitted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that during the original surgery in (B)(6) 2016, a ribfix system including screws were implanted into the patient. It was stated the "re-operation will take place on friday, (B)(6) 2017. If it is possible, the screws are then cleaned and embedded. By removing the screws, the plates have also slightly lifted off the rib and thus their purpose of the rigid fixing is not fulfilled." More information was requested and has yet to be received.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The product identity was confirmed in the evaluation. The two screws were returned for evaluation. The screws were visually evaluated using a digital microscope. The bone threads on the screw show signs of normal use, but no sign of failure. The locking threads show deformation of the more distal threads but the threads toward the head show minimal deformation. This indicated that the screws may not have been fully locked. The screws were not dimensionally measured due to their use. An x-ray was provided. A review of the x-ray and the details provided in this case suggest that this x-ray was taken post revision and does not provide any details as to the condition of the patient prior to revision. It is visible in the x-rays that the ribfix implant that was used as a replacement has two screws absent in the interior holes of the plate and the screw that is in the fourth hole from the interior is at an exaggerated angle in comparison to the other screws. It is unclear from the images provided if the surgeon was able to achieve proper fixation for the replacement implant. The complaint was confirmed as the screws were removed and returned. The most likely cause of the complaint is determined to be the screws not being fully locked into the plate. There are no indications of manufacturing defects.

Event description:
(In addition to what was already reported) the revision surgery date was confirmed to have taken place on (B)(6) 2017. It is reported screws loosened in the patient. Both plates and all screws were removed from the patient. One rib was stabilized by means of a medxpert cramp. The second rib was fixated with a new ribfix plate and screws.